Event description:
It was reported that the customer experienced a blood glucose (bg) level of 695 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump and a manual injection to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to the customer's weight being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight information to adjust insulin, customer acknowledged and understood. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ h3 other text : device not returned.